Event description:
On (B)(6) 2011, pt reported the up and down buttons on the infusion device were defective. Pt reported this concern had been ongoing "for a long time." Pt has used this infusion device for approx 5 yrs and boluses 5 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.